Event description:
It was reported that customer experienced cgm error that affected sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed error did not recur after reset, and successfully started new sensor session, with no additional information received regarding any further issues.